Event description:
The customer reported to customer service that the power supply for her breast pump broke in half. When advised that the power supply was not under warranty, she stated that when she unplugged it, she saw a small spark, though no fire or flame. She stated that no injury had occurred as a result.

Manufacturer narrative:
Ordering info was provided to the customer so that a replacement power supply can be purchased. Multiple attempts to follow up with the customer to obtain additional complaint info and to get the product back, including a final attempt by letter on (B)(4) 2012, were unsuccessful. The customer stated that she witnessed sparking, which is a safety risk. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed.